Manufacturer narrative:
Patient information: there was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump which was found mechanically blocked. The part was replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. Reportedly, the device was seldom used. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the issue was most likely caused by environmental conditions in which the pump operate. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase led to corrosion formation at the level of the pump bearing not allowing the pump shaft to rotate freely.